Manufacturer narrative:
This is a delivery issue. No product investigation is necessary. Adc customer service reportedly informed the customer that they contacted the delivery company and the delivery company informed that the products were left at the customer's home front door on 03-mar-2009. Adc customer service placed another order for the requested products on the date the customer reported the medical event. No follow-up report is necessary.

Event description:
A customer reported she ordered a blood glucose monitor and test strips on 28-feb-09, but the items were not received. As a result of not receiving her products, the customer reported that in 2009, she experienced loss of consciousness, and she was unsure if she had a seizure. The paramedics were called and she was reportedly treated with a tube of unknown jelly medication and four shots of glucagon. The customer also reported she was transported to a hospital, where she was diagnosed with hypoglycemia and treated with an unk saline medication. There was no report of death or permanent impairment associated with this event.